Manufacturer narrative:
Evaluation: underwater leak testing disclosed multiple leaks in the iab membrane. Under microscopy, a smooth-edged penetration was seen at each leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leaks were peneetrations of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
During insertion, blood was noted in the tubing. The iab was removed and a second was inserted. The following was reported to datascope on 9/12/97: five minutes after iab insertion, the extracorporeal tubing filled with blood. The console alarmed "high pressure". On 9/16/97, datascope received the voluntary medwatch form from the facility; triage unit sequence number: 68754; MDR access number: 1011928. The following was reported to datascope on 9/16/97: the iab was inserted under fluoroscopy. Five minutes after insertion, blood filled the extra-corporal tubing of the balloon catheter. The pump console was turned off and the iab was removed. A second iab was inserted into the patient. The patient is currently stable. Event complications: unk - reported 8/20/97; none - rpt'd 8/16/97, 9/12/97. Pt current status: stable rpt'd 8/16, 9/12/97.